Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this left ventricular (lv) lead exhibited loss of capture at high outputs and high out of range pacing impedances greater than 2000 ohms. A lv lead fracture was suspected. The physician elected to turn off lv pacing and schedule an lv lead replacement. The patient had reported dyspnea in the past two months but is not pacemaker dependent and no adverse patient effects were reported. Additional information was received that the revision procedure was performed and this lv lead was surgically abandoned. A conductor fracture in the subclavian region was confirmed via x-ray in and the high impedances were observed on the lead via a pacing system analyzer. No additional adverse patient effects were reported.